Event description:
A percutaneous aspiration and ablation of large left renal cyst was performed in radiology. Guide wire for a 6.3 french boston scientific flexima multipurpose pigtail drainage catheter. The cyst was aspirated in entirety. A 60 ml of dehydrated alcohol was instilled into the cyst for ablation and catheter was capped. After 1 hour of dwell time, the pt returned to CT and an attempt was made to aspirate the dehydrated alcohol from the cyst which was unsuccessful. It was determined that the indwelling catheter was in pieces with portions remaining in the cyst and another large portion remaining within the chest wall. Dissection of the catheter entry site was performed and a component of the catheter was able to be removed. Under fluoroscopy a majority of the catheter was removed utilizing vascular forceps. A portion of the catheter remained within the cyst cavity. The patient was admitted from the same day surgery setting for further care. In 2008, discharged home patient will have a follow up CT scan / ultrasound in a couple of weeks, the retained piece of catheter is expected to dissolve. Dr. Noted no alcohol contraindication with catheter use. Packaging gives no warning re: product alcohol use.